Event description:
Analysis of the returned device found that the distal tip of the catheter was broken off.

Manufacturer narrative:
The reported event of device tip broken. Additional information regarding the event was requested and the following was determined: there was no damage noted to the packaging. The tray was not flushed with saline solution before removal of the catheter. The device history record review confirms that the device met all material, assembly and performance specifications. The returned microdelivery catheter shaft was observed to be kinked between 143.9cm to 144.4cm and 149.7cm from the proximal end of the catheter. The distal tip of the catheter was found to be kinked and stretched. The distal marker of the device was missing. The damages found on the device are indicative that the catheter was stretched to the point where the distal tip was broken off. The dimensions which could be measured met to their specifications. From the information provided, the tray was not flushed with saline solution before removing the device, which most likely have caused the friction and consequently, the damage to the catheter on removal from the tray. The directions for use state: "using the packaging tray, wet the hydrophilic outer surface of the microcatheter". Therefore, it was determined that user error contributed to the distal tip broken found on the catheter.